Event description:
Additional information was received from a consumer. It was reported that the patient yanked out of the vehicle, hit the steps and the device slipped out the pocket to the patient's hip and since that day, he have been getting the jolts and shocks. There are plans in scheduling an appointment to discuss the issues. The issue have not been resolved. The patient tried turning it on and off but the remote cannot read. The patient was cathed 3 times and went to the ER when they checked the patient over with scans. The patient is awaiting for the next doctor's visit. No further patient complications are anticipated or expected as a result of this event

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1dxcy, implanted: (B)(6) 2017, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter' event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was feeling shocking and vibration sensations that travel between his hip and the ins pocket area. The sensation started after the patient had a fall on metal steps. Immediately after the fall, the patient noticed that his ins had moved up and out of the pocket area. The patient pushed it back into the area where it had previous been, in his buttock. Also since the fall, the patient has been 'cathed' as he wasn't getting any therapy relief with his implanted system. The fall and change in therapy occurred about 3 weeks ago. The patient shut off stimulation about 2.5 weeks ago, that didn't change the shocking and vibration sensations. The patient is in the process of trying to see his managing healthcare provider to check his implanted system. The patient had also recently lost his patient programmer, so patient services provided the phone number to foundation care for a replacement. No further complications were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are 1: product ID 3889-28 lot# va1dxcy serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported lead migration and pain. No further complications noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1dxcy implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 patltr (con): additional information was received from a consumer. It was reported that the implant slipped out of the pocket up to their hip. The patient had several calls to schedule removal of the device but due to covid was unable to. When asked if the shocking/vibration had resolved that patient said its really bad when they get close to some security devices. With their high pain tolerance, it hurts but not to the point they cry. The patient said actions taken to resolve the lead migration were continuing to push it back down however standing too long is painful and sitting is too plus sitting for a long time they feel as though there going paraplegic losing all sensation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported and infection. No further complications noted or anticipated.